Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded an alert for high out of range shock impedances on the right ventricular (rv) channel. Boston scientific technical services (ts) reviewed data from the system and noted that the shock impedances had been elevated prior to the alert. Troubleshooting recommendations were provided and the physician has elected to perform testing at the next regularly scheduled follow-up. The patient will continue to be monitored via the remote monitoring system. This crt-d remains in service. No adverse patient effects were reported.